Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least seven applications were performed with balloon catheter, 2af284 with lot number 72662, without any issue on the date of the event. A clinical issue was encountered during the procedure. In conclusion, the clinical issue was unable to be assessed via data analysis. There is no indication of relation of adverse event to the performance and malfunction of the product. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced phrenic nerve palsy (pnp) as the sensed wave of the compound motor action potential (cmap) decreased during the ablation of the right superior pulmonary vein (rspv). The double stop technique was performed to stop the ablation. The ablation continued with the other pulmonary veins. The case was completed with cryo. At the end of the procedure, the patient had not fully recovered. No further patient complications have been reported as a result of this event.

Event description:
Additional information indicates the pnp recovered during the patient's hospitalization; the hospitalization was not extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.